Manufacturer narrative:
Common name: catheter, peritoneal. Product code: gbw. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the tenckhoff acute peritoneal dialysis catheter was leaking. No other event details were reported.